Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston was not working. The customer reported that the insulin pump was not pushing insulin through the tubing. The customer's blood glucose was 283 mg/dl at the time of incident. The customer's blood glucose was 261 mg/dl at the time of call. The customer stated that they corrected the blood glucose with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The motor is working properly. No bolus delivery anomaly noted. The insulin pump received with minor scratched display window.